Event description:
Nurse noted urine dripping out of foley bag. The circle indent is on the back of the bag where it's attached to a rigid piece-opening and draining. The foley was removed and since this was the third failed bag for this patient, the foley was not replaced. A condom catheter was placed.